Event description:
Customer reported that there had been two events of the marker band on the brush drive shaft coming off in the pt. The date of the event(s) was "unk but recent" and reported to mti on 11/10/1998. Two markers came off; one was retrieved and the other was left in the pt. Samples were discarded. Customer could not provide lot numbers.